Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 2290 pacing system analyzer. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the programmer stylus screen/interface was bad and required multiple touches to respond. Interrogation of a non-wireless device and common mode wrist tests also failed. The cause was corrosion, which was found throughout the programmer. There was also a tab broken off the power cord bay. (B)(4).

Event description:
It was reported the screen/stylus interface is bad and requires multiple touches to respond. The programmer was returned for repair. No patient complications were reported as a result of this event.

Event description:
It was reported the screen/stylus interface is bad and requires multiple touches to respond. The programmer was returned for repair. No patient complications were reported as a result of this event.